Manufacturer narrative:
No motor error alarm during testing. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched liquid crystal display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported motor error alarms on the insulin pump during bolus delivery. There was no significant event reported leading up to the alarms. The customer's blood glucose value was 170 mg/dl. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).